Manufacturer narrative:
Continued e.1. Phone number and fax number: (B)(6). Clarification to g.2. Report source: information was presented by a physician during a conference lecture and summarized into an abstract. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via lecture abstract "damaged" implants. This record is for unknown side. Device status is unknown.